Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. Device component code 814 relates to device problem code 1069 for the reported event of fiber broke. Mfg. Site name - (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a lighttrail reusable 230¿m laser fiber was used during a flexible ureteroscopy procedure in the kidney performed on (B)(6) 2016. Reportedly, the laser unit used was an auriga xl with settings of 300mj and 15 hz with total energy used of 300mj. According to the complainant, during procedure, 1cm from the tip of the laser fiber broke off inside the patient. The broken piece was flushed out through irrigation and came out on its own. The procedure completed with another lighttrail reusable 230¿m laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.